Event description:
Multiple blood bank units were being tracked under the same historical record number due to a software malfunction. This could result in a release of an incompatible product. Resolved with programming changes.